Event description:
It was reported that this pacemaker failed an attempted interrogation. Technical services (ts) was consulted, and troubleshooting options were discussed. No adverse patient effects were reported. This device remains in service.